Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. X-smart head cap. Bad maintenance (user). The file is hard to remove, this failure is probably caused by rust or other foreign matter in the head cap. X-smart neck. Other. Rotation not fluid. X-smart cartridge. Various mechanical problem. Rotation not fluid. Replaced 1 x x cartridge h1004c5210150, 1 x x neck h1004c5470220 and 1 x x head cap h1004c5210500.

Event description:
In this event it was reported that a x-smart contra angle did not hold files; no injury resulted.